Manufacturer narrative:
B3: the date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: the implant date is estimated. Literature attachment: article title "infective endocarditis following mitral transcatheter edge-to-edge repair.¿ the device was not returned for analysis. A review of the lot history record was not performed as this complaint is based on an article, and no device/lot information was provided. Based on the information received, the reported heart failure and endocarditis are cascading events of the infection. However, a cause for the reported infection could not be conclusively determined. The reported patient effects of heart failure, infection, and endocarditis, as listed in the mitraclip g4 instructions for use, are known possible complications associated with mitraclip procedures. The reported medication and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr), chordal rupture, and flail anterior mitral leaflet. A mitraclip ntw and a mitraclip xtw were inserted and implanted on the mitral valve, reducing the mr to mild, and the mean pressure gradient of 4mmhg. Three months following the procedure, the patient presented to the hospital with decompensated heart failure and a right knee prosthesis infection. Repeated blood cultures and synovial liquid grew methicillin-sensitive staphylococcus aureus. Transesophageal echocardiography revealed no haemodynamic change, but disclosed a rounded vegetation (18x12mm) on the atrial side of the clips. Findings were consistent with definite infective endocarditis. The patient was placed on a six week course of intravenous cefazolin and oral rifampicin, and subsequent rifampicin and ciprofloxacin. No additional information was provided. Details are listed in the article titled ¿infective endocarditis following mitral transcatheter edge-to-edge repair.¿

Manufacturer narrative:
Literature: article title "infective endocarditis following mitral transcatheter edge-to-edge repair.¿ b3: the date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: the implant date is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.